Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing on the right atrial (ra) lead. This ra lead was surgically abandoned and replaced. The ICD was explanted and replaced. No additional adverse patient effects were reported.